Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer ultimately filled and loaded the cartridge successfully. Customer¿s blood glucose ranged between 300-400mg/dl.